Event description:
The balloon ruptured during dilatation of the pt's highly calcified vessel. The piece of latex was recovered however it was not described how, the pt's condition was reported as no impact on the pt's condition.